Event description:
The programmer was returned to the company service department for repair of the printer and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printer was not printing clearly at times, there were system errors that had occurred in the past and the stylus pen was unable to be calibrated.